Manufacturer narrative:
April 19, 2011. The analysis from the manufacturer is pending.

Event description:
During the implantation procedure, once the patient was induced into vf, the device did not deliver therapy. It was reported that the induced rhythm was probably below the lowest tachy zone. The device was not implanted, a competitor's device was implanted instead.

Manufacturer narrative:
(B)(6) 2011. The analysis from the manufacturer is pending. (B)(6) 2011 (B)(4).

Event description:
During the implantation procedure, once the patient was induced into vf, the device did not deliver therapy. It was reported that the induced rhythm was probably below the lowest tachy zone. The device was not implanted, a competitor's device was implanted instead.